Manufacturer narrative:
Per -1908 combined report. Additional information, operative notes and x-rays were requested in order to aid the investigation of this event, however, they were unavailable and thus there was only very limited information available for the investigation. The explanted devices were discarded following the revision surgery and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It has been reported to corin that the revising surgeon determined that the patient's pain was being caused because one of the implanted screws were too long. This screw was removed during the revision. Based on the information that has been provided for this event, no further investigation can be conducted and it has been concluded that the likely cause of the reported pain was due to the primary surgeon implanting a screw which was too long and thus corin now consider this case closed. However, should any additional information be provided. Then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the liner and screw after approximately 3 years and 8 months due to pain.